Event description:
It was reported that during a procedure in a mildly calcified, eccentric lesion with normal take-off, in the proximal to mid right coronary artery, after successful pre-dilatation and implantation of a non-abbott bare metal stent were completed, post dilatation of the non-abbott bare metal stent was performed using a 5.0x12 voyager nc balloon dilatation catheter. After inflating the voyager to 16 atmospheres for 25 seconds, without inflation issues, a negative pressure was pulled on the indeflator in an attempt to deflate the voyager; however, the balloon did not deflate completely. The physician was able to retract the partially deflated voyager into the non-abbott 6-french sheath and remove the voyager and sheath as a single unit, however, resistance was felt between the balloon and anatomy, and between the balloon and guide catheter. The procedure was able to be completed. There was no clinically significant delay in completing the procedure and no patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper, inflation: abbott, guide cath: boston scientific 6f. Jr4 mach1, rhv: abbott, stent: 4.0x32 bsx bms liberte. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen, contrast in the inflation lumen and in the balloon, which is consistent with device preparation and use of the catheter. The balloon was returned partially inflated as reported. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, leaks, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp). The total catheter length was measured and met specification. The catheter distal shaft was necked and stretched at the mid lap joint. There was no report of any preparation issues which suggests that the observed stretched shaft was not present before use. There was no report of any product damages during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. An indeflator, filled with water, was used to pressurize the balloon to the rbp with no damage noted to the balloon. After pulling negative the balloon did not fully deflate confirming the reported difficulty. If the shaft became stretched at some point during the procedure, this may have contributed to the difficulty deflating the balloon as more pressure can be applied during inflation but not during deflation to over come the reduced inflation lumen dimension. However, it was not known if the stretched shaft occurred during maneuvering the catheter to the lesion or a result of pulling the partially deflated balloon catheter into the guiding catheter which could have stretched the shaft because of the reported resistance posed by the balloon. Reportedly, there was resistance with the vessel during retraction which was expected since the balloon was partially inflated during the attempt. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 54 centimeters, which most likely occurred during the procedure and/or during packing the device for return as there was no report of any damages during inspection prior to use. Based on the information provided and the returned product analysis, the definitive cause of the deflation difficulty could not be determined. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specifications. There is no indication of a product quality deficiency.